Manufacturer narrative:
Unit was received with operating currents within specification. Unit passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test. Unit was received with cracked case at display window corners, belt clip slot, and battery tube threads. Minor scratches on lcd window were also noted.

Event description:
The customer reported via phone call that she continued to experience high blood glucose levels. Customer's blood glucose level was 483 mg/dl and remained high all day. Her blood glucose level came down with a manual shot but not with the insulin pump. She changed the infusion set every day. The high pressure test passed. The device was not returned.